Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were unable to complete insulin pump rewind due to insulin pump alarm. Customer's blood glucose level was unknown at the time of incident. Customer was unsure if the drive support cap was damaged. Customer stated that the insulin pump was exposed to high magnetic field in the end of may month. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No MRI expose anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).